Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert via the remote motoring system indicating a high out-of-range right ventricular (rv) lead shock impedance measurement was recorded. Boston scientific technical services (ts) discussed the timing of interrogations and how alerts are transmitted. It was noted all other measurement were stable and within normal limits with the rv lead occasionally exhibiting shock impedance spikes but largely ranging 90-100 ohms. The patient will continue with routine follow-up. No adverse patient effects were reported. This system remains in service.